Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the healthcare professional/reporter, a pharmacist in (B)(6), contacted lifescan (lfs) to report the one touch ultra test strips had a different expiration date and lot number from those printed on the box label. The technical service representative (tsr) was unable to contact the pt, however, the tsr contacted the reporter to obtain and verify information. The pt's mother reported to the pharmacist that she noted the lot number and expiration date printed on the reported test strip vial were different from the lot number and expiration date printed on the outside of the test strips box of 100 strips; additionally, the test strips on this vial were past expiration dating. On an unspecified date, the pt used the expired test strips to test his blood glucose level and obtained a reading of 'around 500 mg/dl'. Based on this reading, the pt took six units rapid-acting insulin; specific type not provided. Afterwards, the pt felt unwell and experienced 'hypoglycemic' symptoms. The pt worked in an emergency room. While symptomatic, the pt's blood glucose level was tested by the hcp in the emergency room as 60 mg/dl. The pt was treated intravenously with glucose, and felt better afterwards. It would have been helpful to determine the pt's specific symptoms, his expected blood glucose readings and his insulin regimen. The reporter claimed, the test strip box was properly sealed when she purchased it from the pharmacy. Troubleshooting revealed the test strips were expired, which can cause inaccurate readings. The pt used expired test strips to test his blood glucose level. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated blood glucose reading obtained using the reported test strips. And received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.